Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with under-sensing. In a device check it was noted there was r-wave amplitude variation and some of the r waves were not being sensed. No changes were reported. The patient was stable.